Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began probably the last week or so. Patient stated it would take several hours to charge the implant. Patient also stated the implant wouldn't increase in charge at all. Patient mentioned they laid on the recharger all night last night and would wake up every little bit trying to get the implant to charge. Patient said the controller would just keep spinning and it would finally look like it was charging but nothing was happening. Patient noted they had to charge the implant every day and they were on a manual program instead of the automatic program and the most the implant would go down in a day was maybe 25% to 30%. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 90% recharging and implant red. Agent instructed patient to start a charge session; patient mentioned the controller showed recharging with no charge quality. Patient reposi tioned the recharger but there was no charge quality. Patient mentioned they got a code last night to contact medtronic, they reset the controller then the controller came back. Patient commented when they plug the recharger into the controller it's loose and wobbles a bit. Agent asked and patient mentioned the implant slipped out and the patient had to push the implant back in there. Patient commented they had a lot of fat covering the implant not it's just skin covering the implant. Patient noted they weighed 260 when they got the implant and now weight maybe 200 pounds. Patient also commented one of the wires moved around when patient had a fall and had gotten the implant around 2019. Patient mentioned the device (agent understand as the implant) would shock them if they laugh or moved. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent advised patient to follow up with healthcare provider if the issue persisted. Refer pe (B)(4) for patient also commented one of the wires moved around when patient had a fall and had gotten the implant around 2019 (lead issue). See general text for omitted information.